Event description:
It was reported that during implant, the lead was attempted to be backloaded over the guidewire without using the wire loading tool. The proximal end of the guidewire had a slight bend in it. When inserting the wire into the distal end of the lead, the guidewire would not advance past the proximal electrode. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.